Event description:
It was reported that the patient experienced pocket discomfort at both of the ipg sites. The patient also experienced ineffective therapy with their lumbar system, and the cervical lead had high impedances. Surgical intervention was undertaken wherein the lumbar system was explanted, and the cervical lead and ipg were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.